Event description:
The manufacturer sales rep at the user facility reported that the device overheated during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : device not available/returned for evaluation.

Event description:
The manufacturer sales rep at the user facility reported that the device overheated during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.